Event description:
It was reported via e-mail that the customer experienced low blood glucose and the paramedics were called. It was stated that the blood glucose meter was reading 16mg/dl, but in the insulin pump was 47mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.